Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted without issues, but while in the valve, it was observed that both grippers were not functioning as intended. Troubleshooting was performed but was not successful. Therefore, the clip was removed and replaced. One clip was then deployed, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - both) could not be confirmed via returned device analysis. Only the non-tactile gripper had issue with lowering. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported difficult to open or close (gripper actuation - both) could not be determined as the issue was not identified in device analysis. A cause of the observed single gripper lowering issue also could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.